Event description:
Poor wound healing & wound secretion. The patient was admitted with "lumbar disc herniation" and underwent routine preoperative examinations to rule out surgical contraindications. The patient underwent surgery and the doctor used a fusion cage for interbody bone grafting during the operation. Intraoperative use of fluid gelatin to stop bleeding. Provide nutritional support and anti infective treatment after surgery, and remove the wound drainage tube when the drainage volume decreases. On the 14th day after surgery, the patient found a small amount of yellow white purulent fluid oozing out from the wound during dressing change, and the wound partially cracked, with poor wound healing. On the 20th day after surgery, the patient was readmitted and the doctor prescribed daily dressing changes. Based on the results of metagenomic testing, the patient continued with anti infective treatment. Adjust the treatment plan in a timely manner based on changes in exudate. No product is available for evaluation. Event date: 03/10/2026, procedure date: (B)(6) 2026. Additional information has been received on 24.04.2026 stating: how much surgiflo was used? - was surgiflo removed or left in the patient after hemostasis? - what is the surgeon's opinion of why the patient experienced an infection? - what type of "anti infective" treatment was used? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.